Manufacturer narrative:
Phaco handpiece has been received; evaluation and root cause analysis are in progress. Questionnaire sent to customer on 09/26/2006. Called customer on 10/11/2006 and 10/18/2006 to follow-up. Unable to reach surgeon, but nurse believes it will be returned. Questionnaire has not been received to date.

Event description:
Reporter noted handpiece caused a phaco-burn. No additional information is available at present.